Event description:
A customer contacted beckman coulter inc. (Bci) in regards to the close tube accession (cta) having an unidentified leak on the unicel dxc 600i synchron chemistry analyzer. No injury was reported.

Manufacturer narrative:
A bci field service engineer (fse) replaced the cta was station assembly, flushed and aligned the probe. Fse performed carryover and qc test; both tests passed.